Event description:
Discordant low sodium (na) results were generated by the dimension xpand plus with hm system. The initial results were reported out of the laboratory and questioned by the attending physician. One patient had a sample redrawn. The samples were retested and corrected results were issued. There were no reports of adverse health consequences or known patient intervention due to the discordant sodium results.

Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site. After analyzing the instrument and data, the fse determined that the cause of the event was a damaged pump. The fse removed and replaced the pump then replaced all integrated multisensor technology (imt) tubing, the pump head and rotary valve. The fse conditioned the system and ran quality controls. The instrument is performing within specifications. No further evaluation of the device is required.